Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had surgery to redo the ¿wires.¿ it was noted the wires had moved when the patient was carried following a stroke. It was reported the patient felt stimulation in their stomach prior to the revision. It was reported the leads were not working right prior to revision. It was noted the patient had had health problems.